Event description:
A mother called dale med products, inc. To inform the co that her child accidentally decannulated while using the date 242 blue tracheostomy tube holder. The tracheostomy tube holder. The tracheostomy was reinserted with positive outcomes.